Manufacturer narrative:
Immucor was unable to properly investigate the customer report because the customer did not reply to repeated emails and phone voice mails. No additional information was obtainable. Site did not reply to communications.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screen and antibody identification outputs for one (1) blood sample when testing on a galileo echo.